Event description:
A hospital in (B)(6) reported the sliding screw of a pfn implanted for a pathological trochanteric fracture, broke 2 years post operative. This report is #1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: investigation coordinated by synthes (B)(4). Report received indicates: based on the topography of the fracture surfaces, we can conclude that the implants were subjected to moderate dynamic bending loads. Constantly alternating bending loads led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the femoral neck screw and to an incomplete fracture of the hip pin. The implants could not resist the applied force which finally led to the fatigue failure. Postoperative activities of the patient may have played a certain role, too. A failure resulting from either a material defect or the manufacturing process can be excluded. The manufacturing documents were reviewed and no complaint related issues were found. Correction to number of report for complaint #(B)(4). Placeholder.

Event description:
This is 1 of 1 device for this event reported on complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. (B)(4). Device is not distributed in the united states, but is similar to a device marketed in the USA. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Review of manufacturing records has been requested.

Event description:
This report is #1 of 2 for complaint (B)(4).

Manufacturer narrative:
DHR review confirms that the device was conforming to specifications; no manufacturing related fault could be detected.